Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The associated genesis ii oxinium femoral component, legion cr high flexion insert and genesis ii cmt tibial baseplate were returned and evaluated. The patella component is not returned. A lab analysis conducted during this investigation revealed that the returned components showed inconsistent scratches on all devices. The femoral component has scratches on all surfaces and some bone cement still adhered to the bone contacting surface. The insert has scratches on both articulating and non-articulating surfaces and deformation of the locking mechanism. The tibial baseplate is scratched on the proximal surface as well as on the locking mechanism. The distal surface of the baseplate has scratches that are likely due to removal. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.